Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker patient presented to the emergency room, and the electrocardiogram (EKG) indicated the patient's heart rate was around 40 beats per minute (bpm). A remote device interrogation was performed, and the presenting electrogram (egm) showed normal pacing, and the patient's heart rate was 70 to 80 bpm. Troubleshooting was performed and it was determined that the pacemaker system oversensed noise on the right ventricular (rv) lead, which resulted in pacing inhibition. It was noted that the noise was due to electromagnetic interference (emi). Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.